Event description:
The surgeon tried to attach the trial insert to the cup, the washer of trial insert was broken. When the site was closed and taken the x-ray, the surgeon found the washer. So the surgeon opened the site again and removed it. Surgery time was extended 60 minutes.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Corrected: lot #, date product rec'd by mfg., evaluated by manufacturer . Examination of the returned product confirmed the reported event. A search of the complaints databases finds no other reports against the product and lot code combination since its release to distribution. The investigation could not draw any conclusions about the reported event however heavy usage overtime and or user error / misuse can be attributed to the reported event. A search of the complaint database for the (B)(4) pinnacle trial liner product family group did identify a trend of reports for screw component/clip component disassembly. The search found a preliminary risk assessment and health hazard evaluation were previously conducted for retaining snap ring falling off from the screw. The investigation did not establish the need for corrective action. No evidence was found of product or design error as a contributing factor. Continue to monitor through trend analysis. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.